Event description:
It was reported to boston scientific corporation that during a follow-up appointment on (B) (6) 2010, for a cystocele and anterior pelvic floor repair procedure performed on (B) (6) 2010, using a pinnacle anterior/apical pfr kit, the patient complained of vaginal discharge. The physician examined the patient and discovered that the pinnacle mesh had eroded through the midline, in the anterior portion of the vagina. The physician brought the patient into surgery that same day and excised about 2x3 centimeters of mesh at the midline, in the anterior portion of the vagina, and plicated the anterior portion of the vagina. The patient was prescribed premarin cream to be applied every monday, wednesday, and friday. It was reported that during the initial procedure to place the mesh, the physician did a full thickness dissection, kept the incision away from the midline, and during hydrodissection, "had used plenty of fluid to separate the tissue plains." It was also reported that there were no complications during this procedure, and the patient was doing "fine" immediately afterwards. On (B) (6) 2010, the physician saw the patient again and reported that she is doing "great" now. No further interventions are planned, but the physician is still having the patient use the premarin cream for "peace in mind for himself and the patient."

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.